Event description:
It was reported that: "after placement of the epidural catheter, during the labor procedure, the leakage of a few drops of cerebrospinal fluid due to a dural puncture was observed. After delivery, the patient was placed in a supine position and administered analgesic therapy. In addition, thromboprophylaxis with sodium enoxaparin was provided due to bed rest. The patient was discharged on the third day without presenting symptoms of dural puncture, with instructions to return to the emergency department in case of headache. To date, the patient has not returned during the emergency dept."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "after placement of the epidural catheter, during the labor procedure, the leakage of a few drops of cerebrospinal fluid due to a dural puncture was observed. After delivery, the patient was placed in a supine position and administered analgesic therapy. In addition, thromboprophylaxis with sodium enoxaparin was provided due to bed rest. The patient was discharged on the third day without presenting symptoms of dural puncture, with instructions to return to the emergency department in case of headache. To date, the patient has not returned to the emergency dept."